Event description:
In dec 2003, the pt reportedly fell on concrete and hit their head. In march 2004, the pt reportedly was seen at the center for evaluation. Programming changes were made and external equipment was exchanged. However, reportedly this did not resolve the pt's poor sound quality. In april 2004, the pt was seen by a co rep. Testing performed revealed electrode impedance values that were higher than previous values. Reprogramming resulted in improved sound quality for the pt. The pt continued to be monitored at the center. About two months later, the co was notified that the pt was scheduled for surgery. The pt cii device was explanted.